Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-00621. It was reported that patient experienced ineffective therapy due to lead migration. Patient reported doing twisted motion. Surgical intervention was undertaken wherein the leads were explanted and replaced. Effective therapy was restored post operatively.